Event description:
Facility has had three miscarriages and infections in one week. Facility has been using these sets for a few years with no problems until now. Facility has not changed personnel or equipment. Could it be the betadine or needle?